Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a sensor value of 47 mg/dl and a confirmatory fingerstick of 69 mg/dl; the user ingested crackers, peanut butter, and a sugary beverage, and troubleshooting and education were provided. Symptoms included low blood glucose. Outcomes included the need for oral fast-acting carbohydrates and monitoring. Investigation included a review of available complaint details and user-reported actions. Investigation of this case revealed that the cause of the low glucose was unclear. It was concluded that a device malfunction could not be confirmed and the event was attributed to an unknown cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.